Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
It was reported that during preparation of a 4.0 x 80 mm xpert pro self-expanding stent system, when the device was flushed, the distal end of the stent was exposed. The device was not used. Another device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Xpert pro is currently not commercially available in the us. The product code listed and the k# listed is based on the predicate device (xpert) and is therefore similar to a device sold in the us. Evaluation summary: visual and functional inspection was performed on the returned device. The reported premature deployment was confirmed. The investigation determined that the premature deployment likely occurred due to inadvertent mishandling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.